Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a lead warning occurred on the atrial and right ventricular leads due to oversensing. Both leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.